Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device air bubble was verified on downstream sensor seal. Error "cassette not attached properly" message was not duplicated w/o cassette. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump had a bubbled downstream sensor and alarms with and without a cassette. There was no patient involved.